Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 600s at its highest). Correction boluses and insulin injections were administered to address bg. Customer was not monitoring bg very well while using a bg meter and was the reported cause of event.